Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Event description:
Healthcare professional reported "lobulated contours", capsular contracture baker grade IV, the breast is stiffer, feeling stitches and pain." The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:capsular contracture: unable to confirm as it is a medical event not related to the device.wrinkling: unable to confirm as it is a medical event not related to the device.pain : unable to confirm as it is a medical event not related to the device.additional observations:deformation observed.no further actions are required as the device was implanted.

Event description:
Healthcare professional reported "lobulated contours", capsular contracture baker grade IV, the breast is stiffer, feeling stitches and pain." The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on date 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "lobulated contours", capsular contracture baker grade IV, the breast is stiffer, feeling stitches and pain." The device remains implanted.